Event description:
It was reported that the health care professional (hcp) inquired about this cardiac resynchronization therapy defibrillator (crt-d) electrogram (egm) due to morphology changes. Boston scientific technical services (ts) was consulted and discussed that data on the left ventricular (lv) channel overlapped with data from the shock channel. Ts discussed it appears to be associated with the storage of the egms (each individually) and buffering (possibly corrupted bit). Concerns of sensing and decisions for therapy were also discussed, however, at the moment, these were not exhibited by the device. The field representative stated that the patient will be further evaluated. No adverse patient effects were reported. This device remains in service.